Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and part number and lot number were not provided.

Event description:
Device report from (B)(6) reported a pfna nail broken in situ without trauma and was replaced with another pfna.